Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. As the event occurred on (B)(6) 2013, patient information is no longer available.

Event description:
The hospital reported that tidal volume was set at 700ml and delivered tidal volume was 1000ml. It was noted that the flow sensors had excessive moisture. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service. Per the user manual, pooled water in the sensor or water in the sensing lines causes false alarms. The user manual provides solutions to resolve water build-up.